Event description:
Physician reported late seroma and nodule. Anatomy patologic report stated: cd30 and alk negative. The device was explanted. Left side.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review and remediation effort based on MDR reporting process and FDA adverse event reporting requirement. CAPA: 737316 was opened on 11jul2025 to address correction. Device performance and/or risk profile are not impacted. A review of the device history record has been completed. No deviations or non-conformance's noted. Device evaluation: visual analysis of the returned device identified, red particles in shell, deformation, weight within specification. After autoclave cycle was identified: cloudy gel. Based on the device analysis the final assessment is no issues found related with the manufacturing process. The event of seroma is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Reason for reoperation: seroma.